Manufacturer narrative:
Pending evaluation.

Event description:
It was reported that during surgical use, the reamer came apart, spring came loose. The tri-drive came loose during reaming so surgeon stopped using it and used another one. No parts or pieces fell into the (B)(6) patient's wound site. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Section h10: (h3) the broken tri-driver reported was likely the result of the retaining ring responsible for maintaining assembly of the sleeve on the tri-driver shaft becoming deformed as a result of the sleeve being held stationary while reaming or the sleeve being obstructed by soft tissue or bone, which led to the disassembly of the spring when attempting to load a drill on the device.